Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Event description:
It was reported that screw breakage occurred on distal end of construct. Breakage from unknown cause. Removed screw and proceeded to revise construct with expedium 4.5 ss hooks.

Manufacturer narrative:
Visual inspection of the returned expedium monoaxial screw noted that device broke at the first thread near the transition from the screw¿s solid shank portion to the threaded section. A review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no observed trends for issues of this nature. Although the root cause cannot be positively determined, results of a scanning electron microscopy (sem) analysis on the fractured surfaces show evident indications of a fatigue failure. No material defects or abnormalities were observed in this analysis. No corrective action/preventive action (CAPA) is required at this time as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.